Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was missing from a tampon prior to use. She alleged it took several hours to remove the tampon herself. She did not seek medical assistance.